Event description:
New information notes high pacing thresholds were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow, decrease of ventricular sensing and increase of capture were observed. It was believed that the anomalies were caused by an early lead dislodgement. All electrical values were normal. The physician opted to schedule the patient for follow-up.